Manufacturer narrative:
T. If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed that the ra lead was dislodged.

Event description:
It was reported that intra-operatively, during another lead replacement, the right atrial (ra) lead was, ¿slightly pulled back compared to implant.¿ the ra lead was repositioned back to its original implant location and remains in use. The patient was a participant in (B)(6). No patient complications have been reported as a result of this event.